Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), neoplasm malignant ('cancer'), genital haemorrhage ('abnormal bleeding (general)') and uterine mass ('uterine mass') in a 45-year-old female patient who had essure (batch no. 857698-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure conformation test". The patient's medical history included acute myeloid leukaemia, ovarian cyst ruptured, hiatal hernia, gerd, gastric ulcer, fibromyalgia, chronic back pain, hypercholesterolemia, uterine hypertrophy, septate uterus and post-traumatic stress disorder. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain, pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), rash (" rash/skin condition"), psychological trauma ("psych injury/psychological or psychiatric problems"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraines/headaches"), headache ("headaches"), nervous system disorder ("nuero condit/problems"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), abdominal pain lower ("lower abdomen pain"), hypersensitivity ("allergic or hypersensitivity reaction") and uterine mass (seriousness criterion medically significant) and was found to have neoplasm malignant (seriousness criterion medically significant), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingo-oophorectomy and excison done). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, neoplasm malignant, genital haemorrhage, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia, rash, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, gastrointestinal disorder, alopecia, weight increased, migraine, headache, nervous system disorder, hormone level abnormal, fatigue, vaginal haemorrhage, female sexual dysfunction and abdominal pain lower had resolved and the hypersensitivity and uterine mass outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, neoplasm malignant, nervous system disorder, pelvic pain, psychological trauma, rash, urinary tract disorder, uterine mass, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff had received treatment for pain, bleeding, psych injury, migration and bladder/urinary problems. Insertion details, specify-one coil was remaining at the conclusion of sterilization of the left ostia,1 small coil was seen at the tip of the ostia on the right. Split uterus (bicornate uterus.). Most recent follow-up information incorporated above includes: on 5-dec-2019: ¿update of information (batch is not valid)¿. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), neoplasm malignant ('cancer'), genital haemorrhage ('abnormal bleeding (general)') and uterine mass ('uterine mass') in a 45-year-old female patient who had essure (batch no. 857698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure conformation test". The patient's medical history included acute myeloid leukaemia, ovarian cyst ruptured, hiatal hernia, gerd, gastric ulcer, fibromyalgia, chronic back pain, hypercholesterolemia, uterine hypertrophy, septate uterus and post-traumatic stress disorder. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain, pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), rash (" rash/skin condition"), psychological trauma ("psych injury/psychological or psychiatric problems"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraines/headaches"), headache ("headaches"), nervous system disorder ("nuero condit/problems"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), abdominal pain lower ("lower abdomen pain"), hypersensitivity ("allergic or hypersensitivity reaction") and uterine mass (seriousness criterion medically significant) and was found to have neoplasm malignant (seriousness criterion medically significant), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingo-oophorectomy and excison done). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, neoplasm malignant, genital haemorrhage, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia, rash, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, gastrointestinal disorder, alopecia, weight increased, migraine, headache, nervous system disorder, hormone level abnormal, fatigue, vaginal haemorrhage, female sexual dysfunction and abdominal pain lower had resolved and the hypersensitivity and uterine mass outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, neoplasm malignant, nervous system disorder, pelvic pain, psychological trauma, rash, urinary tract disorder, uterine mass, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff had received treatment for pain, bleeding, psych injury, migration and bladder/urinary problems. Insertion details, specify-one coil was remaining at the conclusion of sterilization of the left ostia,1 small coil was seen at the tip of the ostia on the right. -split uterus (bicornate uterus.) Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received- new event vaginal bleeding, apareunia, device monitoring procedure not performed and abdominal pain lower were added. Events outcome was updated. Lot number, medical history and reporters were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), neoplasm malignant ('cancer') and genital haemorrhage ('bleeding: gen.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain, pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("abnormal bleed, menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("nuero condit/problems") and fatigue ("fatigue") and was found to have neoplasm malignant (seriousness criterion medically significant), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, neoplasm malignant, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, anaemia, dermatitis allergic, bladder disorder, urinary tract disorder, vaginal discharge, gastrointestinal disorder, alopecia, weight increased, migraine, headache, nervous system disorder, hormone level abnormal and fatigue outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia and psychological trauma had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, neoplasm malignant, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff had received treatment for pain, bleeding, psych injury, migration and bladder/urinary problems, quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event nuero condit/problems was recoded to neurological disorder nos. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), neoplasm malignant ('cancer') and genital haemorrhage ('bleeding: gen.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain, pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("abnormal bleed, menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), rash ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), hereditary motor neurone disease ("nuero condit/problems") and fatigue ("fatigue") and was found to have neoplasm malignant (seriousness criterion medically significant), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, neoplasm malignant, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, anaemia, rash, bladder disorder, urinary tract disorder, vaginal discharge, gastrointestinal disorder, alopecia, weight increased, migraine, headache, hereditary motor neurone disease, hormone level abnormal and fatigue outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia and psychological trauma had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hereditary motor neurone disease, hormone level abnormal, menorrhagia, metrorrhagia, migraine, neoplasm malignant, pelvic pain, psychological trauma, rash, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff had received treatment for pain, bleeding, psych injury, migration and bladder/urinary problems, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received, case becomes valid significant, patient demographic, essure stop date and event injury to herself replace with pain: dyspareunia (painful sexual intercourse) dysmenorrhea, (cramping),pelvic/ abdominal, back , bleeding: gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, allergy: rash/skin condition, psych injury related to essure, bladder/urinary problems: bladder problems, urinary problems, vaginal discharge, gi conditions, hair loss, weight gain, migraine, headaches, nuero condit/problems, hormonal changes, fatigue and cancer were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.